Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced frequent nocturnal hypoglycemia while using the ilet, with one episode reaching 51 mg/dl that was treated with oral glucose tablets and candy, followed by rebound hyperglycemia up to 271 mg/dl attributed to overtreatment. The user also expressed concern that a usual dinner announcement dose of 7 units could contribute to nighttime lows, and additional training was assigned for low treatment and dinner announcements. Symptoms included sweating and shakiness during the low, with no reported symptoms during the high. Outcomes included low and high glucose events without hospitalization. Investigation included customer care agent troubleshooting and education with assignment to additional training. Investigation of this case revealed user-related overtreatment of hypoglycemia and potential meal announcement dosing contributing to glycemic variability, with the device functioning as designed and correcting post-overtreatment hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-managed hypoglycemia overtreatment and meal announcement practices.